Event description:
Pt had a double lumen catheter - medcomp - vascath, ash, split cath - placed at hosp. Twelve days later, pt began dialysis treatments at rptr's facility. Three times, pt was seen in the ER for dressing changes due to blood saturating them from the area around the catheter. The catheter was removed and a new one placed. The pt brought the catheter back to dialysis facility. It has a split in the tubing - proximal to the hub. This is the point of origin when dressings were saturated with blood. Air embolis, septicemia, etc., all could have taken place with this medical device.